Event description:
A hospital in (B)(6) reported, via our distributor, thick, tenacious secretions and a plugged endotracheal tube on a pt while using an mr850 respiratory humidifier. It was reported the plugged tube required the endotracheal tube to be changed. The tube was changed according to hospital procedures and no ongoing pt consequences were reported. It was reported there was no presence of mist in the chamber and the inspiratory tube of the breathing circuit examination.

Manufacturer narrative:
(B)(4). We are currently gathering more information regarding this event. We will provide a follow-up.